Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues reappear.